Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. The device was not returned for analysis as it remains implanted. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was foreign bodies founded under the optic of a tecnis simplicity intraocular lens (iol) after it was inserted into the patient's left (os) eye. The surgeon was able to vacuum out the small piece, and the lens remains implanted. There was no additional surgical intervention required. Patient outcome was not reported.